Event description:
In a certain condition of vascular scanning using the linear array transducer sl15-4, the pulsed wave (pw) spectrum can be miss-registered compared to the area the user is going to evaluate (in trapezoidal mode). This error occurs while using the pw mode combined with the b-mode trapezoidal feature. In this condition, there is a mismatch of some millimeters between the displayed pw sample volume and the effective ultrasound beam. No incident occurred on the field relating to this issue. This issue was discovered through internal qa processes of supersonic imagine. This error will be corrected in a future software version. Until the customers system is updated with a new software version, which resolves this error, we ask the customer to not use the b-mode trapezoidal feature while using the pw mode. This software version shall be available soon.

Manufacturer narrative:
No incident occurred on the field. The issue has been discovered through internal qa processes. Root cause: error in the formula calculating the position of the pw line (the formula did not take into account the trapezoidal display mode: when the trapezoidal display mode is activated, the image is moved to the right). The algorithm of the display of the pw line was not updated after implementation of the trapezoidal mode. Correction taken: customer notification letter has been sent to inform customers of the problem and to ask them to not use the b-mode trapezoidal feature while using the pw mode until the upgrade with software version resolving this issue. Corrective actions: release a software version which fixes the issues and upgrade customers involved with this software version.